Event description:
It was reported that patient 2 of 9 presented infection, maceration or silicone release on the skin, causing medical follow-ups or delay in healing.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Also, no control sample or photos have been supplied. Due to this we are unable to establish a relationship between the event reported and the device. Medical/clinical investigation concluded, without supporting clinical/medical documents, a thorough investigation cannot be performed. All efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events has been reviewed, revealing further instances, which are being monitored to determine if additional actions are required. A risk management review has taken place in relation to this complaint, the risk file quote, out of specification raw materials leading to increased adherence causing, pain, wound deterioration and mechanical dermatoses. However, there was no indication to suggest the material was out of spec. In addition, the file also quotes local infection as a harm related to multiple failure modes such as dressing not changed regularly enough and exudate pooling under dressing. Without further information the failure mode cannot be narrowed down further. The instructions for use display adequate warnings and cautions relating to the use of this device including, during the early stages of wound management, allevyn, should be inspected frequently. Where the product is used on infected wounds, the infection should be inspected and treated as per local clinical protocol. The wound contact surface of allevyn is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. This investigation has now been closed and recorded as insufficient information to determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.